Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lymphoma removal procedure from the upper thigh and a drain was placed. The drain was removed four days postoperatively. The patient experienced pain, swelling and redness in the upper thigh and difficulty walking. The patient was given antibioics for a possible infection. Currently, the patient still has pain.